Event description:
It was stated that the customer was hospitalized for high blood glucose. No blood glucose readings were reported. The medical doctor did not want to troubleshoot over the phone and insisted that a representative of the company go in person to troubleshoot the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.